Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an esophagogastrectomy procedure clips were found not to be forming correctly. Procedure was completed with another applicator. No patient consequences were reported.